Event description:
A problem was detected in the lateral motion of a gamma camera on 5/5/98 during the course of a routine svc call. The gamma camera was located in france and was serviced by a subsidiary , a distributor of the device. The problem was fixed at the site by replacing the lateral gear. No injury was reported. The gear was sent to elgems ltd., the MFR for examination. On 6/16/98, as part of its routine qa failure analysis process, elgems determined that the gear experienced excessive wear. The lateral axis gear is also used as a mechanical brake. Complete failure of the lateral gear would leave no driving/braking strength and might cause the gamma camera head to move, by the gravitational force, along the lateral axis.